Event description:
It was reported, that the patient presented in clinic, due to valvular regurgitation on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.